Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap appears dry and has turned black, to the point where a dry, black residue was left on the thread of the line that was being capped. There was no patient injury or medical intervention associated with this event. No additional information is available.